Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. Concomitant medical products: 1mtec30 cartridge, lot unknown; non-johnson & johnson viscoelastic. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a particle was noticed in the patent's eye after implantation of the zcb00 tecnis monofocal iol (intraocular lens). Reportedly, the foreign particle was removed by the surgeon. The account commented that the particle was hard not soft. There was a 5-minute delay during the procedure but no incision enlargement and no patient injury was reported. The lens remains implanted but the particle was saved for inspection. No additional information was provided. This report is to record the lens. A separate report will be filed for the cartridge.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) remains implanted in the eye and the foreign material was not returned at the manufacturing site. Therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.